Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During power on self-test the occlusion alarm was found. The cause of the condition was an inoperative occlusion sensor. To correct the condition, the sensor was calibrated replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an occlusion alarm. There was no patient involvement. No additional information is available.